Manufacturer narrative:
Explant date: (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Event description:
The patient underwent a revision surgery to remove the hardware.

Event description:
Following the removal surgery the patient had an infection and developed systemic muscle weakness at an unknown date. The patient developed paralysis of respiratory muscles. The paralysis progressed rapidly. As a result, the patient passed away due to pneumonia. The surgeon commented that the patient was getting well after the removal of the implants but the paralysis progressed rapidly like guillain-barre syndrome.

Event description:
It was reported that the patient underwent a posterior spinal surgery at l4-5 to treat degenerative disease. Sometime post-op, it was reported that the patient had an infection. The patient was hospitalized again, and may undergo a removal surgery if the symptoms continue. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.